Manufacturer narrative:
Unexpected battery power loss not found. No device problem found during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had replaced battery now alarm. Customer did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 500 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump and that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.